Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the shocking could have been from lying directly on the device, or had too high of amplitude. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they received a shock in the middle of the night from his device. The patient turned their device off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that the patient called because the night before the call, in the middle of the night, the patient rolled over in their bed and got ¿one heck of a shock between the back of the scrotum and peritoneal area¿ when he rolled over in bed. Patient said they turned off the stimulation after that occurred. Patient said the shock was one event and no longer was experiencing shock, but it woke them up. It was reviewed that movements and pressure could result in momentary stimulation increase. Patient also stated they knew therapy was working because they would usually get up 6 times a night to go to the bathroom, but now they only go 3 times. 50% increase. There were no further complications reported.